Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's parents observed a significant decrease in hearing performance. Testing shows electrode channels number 5 and 7 in status sc and electrode channels number 1, 8, 9 and 12 in status hi.